Event description:
A customer contacted haemonetics on (B)(6) 2012 to report a blood spill within an othropat machine. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to report a blood spill within an orthopat machine. No donor or operator injury was reported. Upon eval of the device the reported problem was verified. Electronic components which required replacement due to the fluid ingress include the power supply, top deck distribution board and the compressor. The machine is now ready for use. (B)(4).